Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the bend and difficulty positioning of the device in the anatomy. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with a rotated heart. The clip delivery system (cds) was inserted and interacted with chordae during the attempt to grasp the mitral valve leaflets. After the cds was successfully retrieved from the ventricle without any damage to the chordae, a 30 to 45 degree curve was discovered in the steerable sleeve when the clip was being pointed towards the valve. After releasing the tension with the delivery catheter handle the curve was still visible. There was difficulty positioning the cds in the correct location in the anatomy because of the bend. The cds was successfully removed from the patient. After the cds was removed from the anatomy, the 30 to 45 degree curve was still visible. A new cds was used for the procedure. Two mitraclips were implanted reducing mr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and analysis was performed on the returned device. The returned device analysis was unable to confirm the reported steerable sleeve bend and the difficulty positioning the device. The reported physical resistance could not be replicated in a testing environment, as it was related to patient morphology/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported physical resistance resulting in steerable sleeve bend and subsequent difficulty positioning the device was related to patient morphology/pathology and due to a rotated heart. The observed actuator mandrel bend was likely the result of tension placed on the device when the clip interacted with the chordae (physical resistance) and the patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.